Event description:
It was reported that the patient had experienced high blood glucose (24 mmol/l) with presence of ketone s(1.2) due to bent cannula issue on (B)(6) 2026 and tand treated with intravenous fluids while in hospital.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.